Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.2 was failed. The field service engineer (fse) found that the row board cable was improperly seated, reseated the cable, and rebooted the station to resolve the issue. The fse tested the drawer using the hardware test application to ensure its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, half height drawer was failed. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient, but there was no delay since the drawer still opened. There were no adverse events or injuries reported based on this incident.